Manufacturer narrative:
No lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint device has been received and evaluated visually, both with the naked eye and under power. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses, no conclusions can be drawn. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported a surgeon was using an experssew ii suture passer in a rotator cuff procedure. The surgeon passed the first suture using a new needle. On the second attempt to pass suture, the surgeon appeared to have to use some add'l force, and there was a clunky sound, and after passing through the cuff it was noticed the tip of the expressew ii needle was missing. The surgeon located the broken tip of needle which was tuck in under the rotator cuff, and removed it from the pt. The surgeon used another expressew ii needle to complete the procedure. There was no harm or consequence to the pt.